Manufacturer narrative:
The baxter technician replaced the control box kit to resolve the issue. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The electrical parts of baxters lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even as baxters lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) it is stated under section 8: check cables and connectors for damage or wear. Although the reported event did not result in a serious injury, if the devices control box were to overheat and burn out during use, it could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
A company representative contacted technical service to report that the sabina ii ee control box had burnt out. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.